Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via e-mail, the customer had reported she had been hospitalized earlier in the month due to high and due to the device malfunctioning. Customer reported she had reported the issue to the helping. Customer had been on manual injections and has been of the device for a month since the hospital visit. Customer declined troubleshooting assistance and stated he had called prior to report issue. Customer had previously called on (B)(6) 2015 and stated he was off the device for about a month. He inserted a new batter on the device and it alarmed battery out limit. Customer was able to clear the alarm and didn't require further assistance. Customer is not returning the device for analysis.